Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired; left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence of the subject ple60a device, utilizing a green cartridge (ecr60g) along with buttressing, it is believed the inner two staple rows specimen side did not properly deploy supports the event description of this complication. However, the photographs do not provide evidence relative to what may have caused the incomplete staple deployment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired the second firing using a green reload across buttressing on the stomach. When the surgeon observed the staple line there was one staple line formed on the specimen side of the staple line. The other staples did not fire; they were unformed and still in the cartridge. They completed the procedure with another device. There was no bleeding reported. There was no patient consequence reported.